Event description:
It was reported that the user experienced failure to prime the infusion set tubing after a supply change, with the pump indicating a completed fill but no insulin visible in the tubing; the user subsequently refilled the cartridge and then received education that piston travel can delay plunger engagement and that cartridges should not be refilled, after which insulin delivery resumed. Symptoms included hyperglycemia with a reported maximum of 400 mg/dl and elevated glucose outside target for an extended duration. Outcomes included use of subcutaneous insulin injections as back-up therapy and implementation of a ketone action plan with basal and rapid-acting insulin, without medical intervention or hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed that the tubing did not fully prime prior to use, likely due to piston-to-plunger engagement delay and cartridge handling. It was concluded that user education resolved the issue and the device functioned as intended after proper priming and continued use.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.